Manufacturer narrative:
The device history record for lot #191140 was reviewed. All catheters passed in-process and final inspection criteria including leak testing. Hospital staff claim that they "did not think it was the catheter itself, but damage caused by manipulation of the line and the parent putting strain on it inadvertently". Based on the DHR review and the statement from (B)(6) staff, it is reasonable to conclude that this is not a manufacturer defect.

Event description:
During assessment of the PICC, the dressing appeared wet underneath. Md was notified and placement was verified. The dressing was changed and the PICC was noted to be leaking from the PICC tubing where the tubing meets the plastic heart. The line was discontinued upon discovery of leak.